Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found no defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center's air supply was suddenly turned on and off repeatedly or the examination ends even though the device was not touched. The issue was found during a diagnostic procedure. There were no reports of patient harm.